Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx voyager dilatation catheter noted that there was no blood visible and contrast in the inflation lumen. This is consistent with device preparation. The balloon was separated from the outer member at the proximal balloon seal, confirming the reported complaint. The inner member material of the shaft was also separated 3.5 millimeters distal to the distal balloon marker. The separated portion of the balloon and inner member was not returned, which may have aided the investigation. The material at both separations was jagged, which suggests that the separation may have been related to tensile overload (material stress/fatigue). Factors that may contribute to a balloon and shaft separation at the distal end of the catheter include, but are not limited to, manufacturing, handling during stylet/protective sheath removal, or handling during preparation. In this case, it is possible that the device was inadvertently handled during removal of the stylet/protective sheath and/or preparation of the device, such that the balloon separated at the proximal seal, causing the inner member shaft to also separate as a result. A conclusive cause for the reported balloon/shaft separation could not be determined; however, there is no indication of a product quality deficiency. The lot history record was reviewed and there were no non-conforming material records associated with this lot that could have contributed to the reported balloon/shaft separation. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for balloon/shaft separations, indicating there is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected for damages numerous times throughout manufacturing process including prior to placing the device in the dispenser coil.

Event description:
It was reported that before an interventional coronary procedure, the balloon was found separated from its tip to the distal catheter of the 2 x 15 mm rx voyager catheter before use on the patient. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.